Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive and it alarmed button error due to corroded keypad traces. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was about 140 mg/dl. The customer did not observe any significant events leading to the alarm. The customer stated that the esc button felt deflated and would not click like the other keys. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.